Event description:
It was reported that during a pulmonary segmentectomy procedure, the device did not open after stapling. The device was stuck on the tissue and the surgeon had to convert to open. The case was completed with no further injury to the pt.

Manufacturer narrative:
Date sent: 10/2/08. Info anticipated, but unavailable at this time.